Event description:
(B)(4). Headaches hair loss abdominal pain hip pain nauseous dizzy night sweats bleeding twice a month intercourse hurts tampon removal and insert hurt constipation pressure in the vagina area hard to pee when you do go if feel you have to write again am sure you get the idea life sucks hard laid up in bed all the time tired and sick the stuff is just straight poison.

Event description:
(B)(4). The date is wrong, it sure be today date (B)(6) 2016.